Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump touchscreen was cracked but the pump remained functional, and the user was advised that the device was no longer watertight and required replacement. Symptoms included no reported changes in blood glucose. Outcomes included no impact to health and no hospitalization. Investigation included complaint handling and logistical assessment for device replacement and return. Investigation of this device revealed physical damage to the touchscreen consistent with a cracked display and loss of watertight integrity, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated physical damage and not a device manufacturing or design issue.